Event description:
The service report shows an 840 ventilator was inoperable. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and performed all calibrations, verifications, and testing. The unit passed all self-tests. The cse instructed the biomed to run the device for 48 hours on a test lung prior to patient use.

Manufacturer narrative:
(B)(4).